Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.